Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 421 mg/dl at the time of incident and other relevant blood glucose level was 262 mg/dl. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature of insulin pump was inactive. Customer treated their high blood glucose with insulin bottle and syringes. Customer did not alleging insulin pump was under delivering. Customer assisted with troubleshooting and there were no leaks or air bubbles, there were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's instructions. The insulin pump will not be returned for analysis.